Manufacturer narrative:
As reported, the 3dmax mesh ripped while inserting through the 8mm trocar. Note, per the instructions-for-use, supplied with the device, an 11mm trocar is recommended for use with product code 0115311. Review of the returned sample is currently ongoing, as such no conclusions have been made. When the sample evaluation is completed, a supplemental MDR will be submitted. Review of manufacturing records was performed and shows the product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units. Note: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a robotic bilateral inguinal hernia repair procedure, when trying to push a 3dmax mesh through a port, the mesh became stuck inside of the port. When they tried to pull it back through the port, it was ripping at the edges. It was reported that the the size of trocar used was an 8mm davinci trocar and another mesh was used to complete the procedure. There was no reported patient injury.

Event description:
As reported, during a robotic bilateral inguinal hernia repair procedure, when trying to push a 3dmax mesh through a port, the mesh became stuck inside of the port. When they tried to pull it back through the port, it was ripping at the edges. It was reported that the the size of trocar used was an 8mm davinci trocar and another mesh was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
As reported, the 3dmax mesh ripped while inserting through the 8mm trocar. Note, per the instructions-for-use, supplied with the device, an 11mm trocar is recommended for use with product code 0115311. Review of the returned sample is currently ongoing, as such no conclusions have been made. When the sample evaluation is completed, a supplemental MDR will be submitted. Review of manufacturing records was performed and shows the product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units. Addendum: this is an addendum to the initial MDR submitted. This supplemental MDR is submitted to document the sample evaluation results. Evaluation of the returned sample finds there are multiple tears in the seal edge and a tear/hole present near the medial marker. There are what appear to be surgical tool/ graspers markings present on the seal edge near the mesh tear. Based on the event as reported and sample condition, root cause is the result of forces applied to the mesh while deploying through an 8mm trocar (IFU recommends the use of an 11mm trocar). No manufacturing anomalies were found. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.